Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that high myope patient had photorefractive keratectomy (prk) procedure on (B)(6) 2016 and presented post op with overcorrection of more than 2 diopters in right eye. Surgeon decided to re-treat patient on (B)(6) 2017 (unplanned). It was reported that patient gained bcva¿s (best corrected visual acuity) after prk retreatment with post op at 20/20. On (B)(6) 2016: patient initial treatment (from report): -6.57 x -1.70 x 10. On (B)(6) 2017: retreatment: +3.36 x -.54 x 38.